Event description:
A fax was received on (B)(6) 2012; however, no information regarding this increase in seizures was available.

Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that the patient's epilepsy was worse. The patient's device was interrogated, and there was no indication of impedance of battery failure; however, due to the parameter settings and length of implant, there was concern that the battery was weakening. It was noted that up until approximately one month earlier, the patient was demonstrating stable control. The patient then began manifesting increase seizure frequency, intensity, and duration; however, over the previous week, the patient demonstrated stable seizure control. The patient's settings were provided. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.